Event description:
It was reported that during a ptca treatment procedure the bio ranger balloon ruptured at 2 atms on the initial inflation. The lesion being treated was a very calcified, 99% stenotic lesion in a minimally tortuous proximal lad coronary artery. It is noted that resistance was met during insertion and removal of the bio ranger balloon catheter. The patient was asymptomatic during this event. The bio ranger balloon catheter was removed and replaced with a maverick otw 1.5/20 balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.